Event description:
Litigation alleges that the patient suffered physical injuries, pain and disfigurement. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. Medical records also indicate that there was a small fracture in the calcar bone. Stem has been added to address the fracture.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation alleges that the patient suffered physical injuries, pain and disfigurement.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.